Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer experienced a blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.